Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® urine collection cups are leaking. This was discovered during use. The following information was provided by the initial reporter: material no. 364975 batch no. Unknown. It was reported that urine cup lids are leaking. Pir: urine cups leaking from lid after being filled by patient & closed.